Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 8 weeks post-implant, it was reported that the patient's right ventricle never recovered post-implant and the patient expired. During the postoperative course, the patient experienced tamponade requiring reopening of the chest due to the bleeding, continuous venovenous hemodialysis (cvvhd), multi organ failure and sepsis. It was reported that palliative care was in place both pre- and postoperatively due to anticipated poor prognosis. The patient's blood cultures were positive for bacterial infection which was treated with drug therapy and the cause of the infection was reported as "patient condition." No autopsy was performed. The primary cause of death was reported as infection and right heart failure. The pump was reported to be working as intended.

Manufacturer narrative:
The event occurred at (B)(6). The pump was returned assembled with the percutaneous lead (lead) intact. The sealed inflow conduit and outflow elbow were returned attached to their respective pump ports. The sealed outflow graft and sealed outflow graft bend relief were returned detached from the pump outlet port. The bend relief collar was returned detached from the outflow graft and bend relief hardware. Examination of the pump's blood contacting surfaces revealed a red, tissue-like deposition in the proximal-side of the outlet stator around the outlet bearing ball, partially occluding the blood flow path. The deposition lacked laminated layering and lacked denaturation. In addition, there was no evidence of contact marks on the outlet side of the rotor. Although its origins and a duration in which it was present in the pump could not be conclusively determined, it did not appear to have originated in this location. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did ot reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.